Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (phone number missing). Additional information added to field d4, d8, h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned for inspection, and based on the results of the investigation, the suggested event was confirmed by olympus, but the presumed cause could not be identified, and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted as a correction to h7 and to update h4 with the manufacturing date.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a front panel failure on the high flow insufflation unit during a procedure with an animal testing. The procedure was cancelled. There was no reported patient involvement.